Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by a bad cpu fan and hardware end of life. A field service engineer replaced the cpu fan and servicing equipment and changed place to continue patient care. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation 4000 system that it had a software issue, application not launching automatically. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 - corrected - unselected the hospitalization (initial or prolonged). And section b4 - corrected - date of this report from 02-jul-2025 to 07-feb-2025.